Event description:
The st. Jude medical representative reported that there was noise on the stored egms. As a result, the patient received inappropriate high voltage therapy. The lead was explanted due to a suspected lead fracture.